Event description:
It was reported that during a supply change, the fill-tubing step resulted in a leak at the connector, while the cartridge showed no leaks; the user replaced the connector and successfully resumed insulin delivery. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation of this case revealed a leaking connector consistent with a device component connection issue; replacement supplies were provided and the issue resolved with a connector change. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector attributable to a product malfunction without patient harm.